Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient oozing fluid and after extubation finds catheter cracked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a large circumferential split in the catheter tubing approximately 4-5 cm distal to the molded joint. Evidence of use and biological residue is observed on the sample in the photograph. The edges of the split appear to be straight; however, no further details or distinguishing features of the damage could be discerned from the sample in the returned photograph which could aid in identification of a specific root cause this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient oozing fluid and after extubation finds catheter cracked. No other information was provided.